Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the minute ventilation sensor on the right atrial (ra) channel. The device was reprogrammed to vvi. The patient later received inappropriate anti-tachycardia pacing (atp) for possible supraventricular tachycardia (svt). Reprogramming of the atrial detection enhancements was discussed. No adverse patient effects were reported.